Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "cassette failed during first part of priming." (Defective item). The customer reported the system would not prime. Cassette error message appeared. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).